Event description:
This event was captured based on literature review. It was reported that between (B)(6) 2010 and (B)(6) 2012, a total of 275 consecutive patients underwent carotid artery stenting. The patients were divided into two groups. The open-cell stent group had a total of 144 patients who received a non-abbott stent. The closed-cell stent group had a total of 138 patients who received an unspecified xact stent. Clinical outcomes were as follows: 1.4 % death; 3.6 % transient cerebral ischemia (tia); 7.2 % periprocedural hypotension. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. There was no reported product deficiency. The reported patient effects of hypotension and transient ischemic attack (tia) are known observed and potential adverse events as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the additional adverse patient effect of death referenced is being filed under a separate medwatch report#.